Event description:
It was reported that during a meniscus repair surgery, the t1 of ultra fast-fix could not be deployed. The procedure was successfully completed with a surgical delay greater than 30 minutes using a back-up device. No patient complictions were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A review of the customer provided image confirms the batch number and the part number as reported. The image also reveals the t1 anchor has been pushed backwards beyond the needle dimple. The needle has been bent. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor was pushed backwards beyond the needle dimple. The needle has been bent from intended position. A functional evaluation revealed the t1 anchor can't be deployed properly due to being pushed backwards beyond the needle dimple. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.